Event description:
A customer obtained imprecise glucose (glu) results on both quality control (qc) and patient samples. Troubleshooting determined that this event is consistent with a malfunction that could have caused false patient results to be reported. There was no report of patient harm as a result of this event.